Manufacturer narrative:
The customer indicated the use of a non-qualified viscoelastic. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that following bilateral cataract extraction with intraocular lens (iol) implant procedures, a patient experienced unclear vision, glare, halos, and diplopia. The iols were later removed and replaced. There are two medical device reports associated with this event; this report is associated with the patient's right eye.